Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and impedance. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise and impedance. Subsequently this lead was surgically abandoned, and a new lead was successfully implanted. No additional patient adverse effects were reported.